Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation coverage below his knees to his feet. The sjm rep attempted to reprogram the system but the issue was not resolved. It was reported an x-ray was taken which revealed the lead had shifted to the left side. F/u identified the physician repositioned the lead on (B)(6) 2013. It was reported the pt was programmed postoperative and rec'd stimulation coverage.